Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a subarachnoid hemorrhage in the right posterior communicating artery, a micrusphere coil (ssr18102820/c17306) prematurely detached while being repositioned. The physician was able to push the coil into the aneurysm and continue coiling without incident. This was the first coil used. There was no patient injury as a result of the event. There was no report of resistance between the sl10 microcatheter and the coil, and a continuous flush had been maintained through the microcatheter. The same detachment control box and cable were used to complete the procedure. The coil did not stretch prior to detachment. There was no reduction of blood flow due to the event, and the coil was reported to be entirely in the aneurysm. The event did not result in patient injury or clinically significant delay in the procedure. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on 7/7/2016. Conclusion: the device was returned for analysis. The actual coil was implanted and not returned. The sl-10 microcatheter was not returned, however an echelon 14 microcatheter with the rotating hemostatic valve (rhv) were returned with the device positioning unit (dpu) inside. Concerning cleanliness only, the microcoil system and the microcatheter were returned in almost pristine condition. The systems were either not used or was cleaned/rinsed before being returned which may have produced further damage. An echelon 14 microcatheter with the rhv was received with the complaint dpu partially inside. Unreported damage of a severed resheathing tool was found. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found. Located 1.0 centimeter off the distal tip of the dpu, the grey tip coil section has been buckled. The coil was mechanically detached from the dpu. The v notch has been fractured with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage. The distal tip and inner lumen of the competitor¿s microcatheter was found to be undamaged. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils premature detachment was confirmed. The evidence of the coil being mechanically detached supports the premature detachment event having occurred. While the exact root cause cannot be definitively determined, the evidence supports the possibility of multiple contributing factors to the unintended coil detachment. These factors may have occurred separately, in tandem, or in a cascading sequence of events with each capable of producing similar results. If the sl-10 microcatheter was utilized as reported in the complaint event instead of the received echelon 14 microcatheter, then a third contributing factor will be added. The primary contributing factor may have occurred during repositioning with the coil becoming temporarily anchored on itself, on the distal tip of the microcatheter, or on an unknown source of interference. This interference may have caused the tip coil section to buckle. When the coil was retracted for repositioning, the coil may have encountered a premature detachment. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. In addition, without the return of the implanted coil used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the tip coil section to buckle and for the detachment fiber to lose a portion of its fiber tension and weaken the connection between the detachment fiber and the coil. This may have been a secondary contributing factor during the coils repositioning which resulted in an unintended coil detachment most likely from the coil being anchored during a retraction movement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.